Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the hydrated sealant of a 6-12f mynx control venous vascular closure device (vcd) came out when the device and the 11f non-cordis sheath were removed after a 2-minute dwell time and button 2 was pushed. There was pulsatile flow and the operator held manual pressure and hemostasis was achieved. Patient was admitted for low blood pressure related to the procedure and anesthesia. There was no reported patient injury. The device was realigned to the angulation and removed with light fingertip compression. The user was in training. The device was prepped and stored according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral vein. No visible damage was observed on the sheath or its distal end after removal. No vessel tortuosity was reported. The stick location was the left femoral vein. There was no presence of pvd or calcium near the puncture site. The patient recovered after the mynx event. The sealant did not adhere to the vessel and came out on the mynx catheter after the look, secure and disconnect (lsd) steps. There was no shallow vessel depth. Buttons #1 and #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during device use. Heparin was used. The returned non-sterile mynx control venous closure device was visually examined and found with button 1 and button 2 fully depressed, the stopcock open with a cordis mynx syringe attached, and a non-cordis catheter sheath introducer inserted. The sealant was not returned for evaluation. The sealant sleeves, balloon, core wire, and atraumatic tip presented no abnormal conditions, and no damages were found on the device. Functional testing could not be performed because the sealant was not returned and the device was fully deployed. No additional anomalies were identified, and no dimensional or microscopic issues were reported during this evaluation. The reported malfunction ¿sealant ¿ inaccurate placement ¿ complete¿ was not seen during evaluation as no damages were found on the device and the sealant was not returned. The exact cause of the event cannot be determined. The information provided suggests the instructions were followed; however, since no damages or anomalies were found, procedural factors cannot be ruled out as a potential contributor. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to ensure proper deployment and use of this device, carefully follow the instructions provided in the product labeling.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hydrated sealant of a 6-12f mynx control venous vascular closure device (vcd) came out when the device and the 11f non-cordis sheath were removed after a 2 minute dwell time and button 2 was pushed. There was pulsatile flow and the operator held manual pressure and hemostasis was achieved. Patient was admitted for low blood pressure related to the procedure and anesthesia. There was no reported patient injury. The device was realigned to the angulation and removed with light fingertip compression. The user was in training. The device was prepped and stored according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral vein. No visible damage was observed on the sheath or its distal end after removal. No vessel tortuosity was reported. The stick location was the left femoral vein. There was no presence of pvd or calcium near the puncture site. The patient recovered after the mynx event. The sealant did not adhere to the vessel and came out on the mynx catheter after the look, secure and disconnect (lsd) steps. There was no shallow vessel depth. Buttons #1 and #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during device use. Heparin was used. The device was returned for analysis.